Event description:
It was reported that the device provided inaccurate sphb readings. Customer reported, "I checked at piapot (B)(6) and it read 80. It was also reported that readings are not consistent when done back to back". There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product returned and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.